Event description:
Emergent patient transferred to unit, hypotensive and needed to start vasopressors. Pump primed while also flicking IV ports upside down to dislodge micro-bubbles during priming. Pump was started and within seconds started to alarm "air bubbles". It was restarted several times with continual "air bubble" alarm approx every 5 seconds preventing pump from running. A new line had to primed causing a delay in medication administration.